Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead capture threshold continuously increased during the implant procedure. Attempts to reposition the lead were unsuccessful because the lead could not redeploy the helix. The lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.